Event description:
It was reported the customer had inaccurate readings on their sensor. Customer stated their blood glucose would be 46 mg/dl and their sensor would read 171 mg/dl. It was also found the customer had fluctuating blood glucose. Customer's blood glucose would be around 80 mg/dl and 200 mg/dl and would increase to 500 mg/dl or drop to 40 mg/dl within half and hour. Troubleshooting did not occur as the customer was no longer using sensors as advised by their healthcare provider. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.